Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not clamp the body of the large-bore catheter. Clamp only the extension lines and use only the clamps provided. Never use serrated forceps to clamp the extension lines. Indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position, and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was found blocked during use on the patient. No patient harm was reported. The patient's condition is r eported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the catheter was found blocked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.